Event description:
It was reported that a rotawire fracture occurred. The target lesion was located in the right coronary artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, the rotawire was positioned distal to the target area with the help of an unspecified otw balloon. Then, the burr was advanced with dynaglide mode; however, when rotalink plus was still inside the guide catheter, it was noted that the radiopaque tip of the rotawire broke and embolized distally inside a small vessel. The physician decided to leave the wire tip in the patient because there were no symptoms or ECG alterations. The procedure was then stopped due to the patient not responding to heparin and bivalirudin. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. It was found that the device has its spring tip bent and stretched. Additionally, the device was broken at the distal tip and part of the spring tip was not returned. On the other hand, the distal section was kinked. The outer diameter of the middle, proximal, and distal section of the device were within specifications.

Event description:
It was reported that a rotawire fracture occurred. The target lesion was located in the right coronary artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, the rotawire was positioned distal to the target area with the help of an unspecified otw balloon. Then, the burr was advanced with dynaglide mode; however, when rotalink plus was still inside the guide catheter, it was noted that the radiopaque tip of the rotawire broke and embolized distally inside a small vessel. The physician decided to leave the wire tip in the patient because there were no symptoms or ECG alterations. The procedure was then stopped due to the patient not responding to heparin and bivaluridina. No further patient complications were reported and the patient's status was stable.